Manufacturer narrative:
The investigation conducted by the field service engineer concluded that system error code 20013 was associated with the left master tool manipulator. The master tool manipulator (mtm) refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The system was repaired by replacing the affected mtml. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. The 20013 system error code appears when the da vinci safety system determines a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining this condition, the system records the fault and transitions to a safe state. The mtml was returned for failure analysis investigation. Engineering evaluation determined that the potentiometer had malfunctioned, thus generating the system error experienced by the customer. As of january 12, 2012, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci prostatectomy procedure the surgical staff experienced system error code 20013, which continued to appear after the fault override button was pressed. The surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.